Manufacturer narrative:
Date of event is estimated. Patient's weight is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determine.

Event description:
It was reported the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted to address the issue.

Manufacturer narrative:
D6b - explant date was updated.